Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had multiple pump errors. Customer's blood glucose value was 12.0 mmol/l. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the self test, unexpected restart error test and displacement test. No external ram crc error or unexpected restart error alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.